Event description:
It was reported to philips that the flex spot pc failed to boot due to an hdd issue on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexviewing pc 4fg and hard disk spare part, swapped the license, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))